Event description:
A malfunction alarm was reported without any notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. The malfunction was identified as code malf 3, and tandem customer technical support (cts) decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Cts confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it with a pre-paid label within 10 days. The customer acknowledged and understood all instructions.